Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: south africa. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery that the dermatome is faulty and lacking power; needs to be serviced. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.